Event description:
Part of top of burette was missing when package was opened -was not used on pt- no seal on top of burette. Co was notified to the problem and given samples of the IV pump set to examine.